Manufacturer narrative:
Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Case description: spontaneous case was received on march 29, 2013 from a physician database extraction regarding a (B)(6) year old female patient, initials unknown with osteoarthritis (grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of (first course) synvisc injection in right knee and total knee replacement. On (B)(6) 2002, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of second course, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2002, the patient experienced synovitis in left knee for which the patient received treatment with intramuscular betamethasone. The action taken with synvisc treatment was not provided. After 25 hours, the patient recovered from the event of synovitis of left knee. Concomitant medications were not provided. The intensity for the event was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. Follow-up information was received on april 10, 2013 and the patient initials were reported (B)(6). The qa (quality assurance) investigation results were received on april 12, 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.